Manufacturer narrative:
The manufacturer did not receive devices, x-rays, and other surgical reports for review. Where lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available, and an investigation result become available, that changes this assessment, an amended medical device report will be submitted. (B)(6).

Event description:
It was reported that the pt was implanted a biolox delta taper liner, kk/36 on the right side on (B)(6) 2013. The pt heard a crack in (B)(6) 2014, the pt was asymptomatic. The breakage was seen on (B)(6) 2014. The pt was revised on (B)(6) 2014.